Event description:
A 6mm diameter x 18mm length racer biliary stent system was inserted into a patient for the treatment of the renal artery. It was reported that the vessel was pre-dilated with a 5.5x20mm balloon. It was reported that the physician placed the guide catheter and guidewire. The physician then advanced the stent delivery system to the intended lesion site; the physician was adjusting the stent delivery system to the correct location. During positioning of the stent, the stent moved to the distal portion of the delivery balloon. The physician opted to inflate at this time to prevent the dislodgement of the stent. Therefore, the proximal end of the stent attained apposition to the vessel wall. The physician elected to completely dilate the stent with two angioplasty balloons. The stent was deployed successfully. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Evaluation results: inherent risk of procedure (stent displacement). Conclusions: device failure related to user handling (unapproved use of device-device is indicated for use in the biliary tree).